Manufacturer narrative:
Evaluation summary: during product evaluation, broken doors on pumps 1 and 2 were confirmed. The pump 1 and 2 door assemblies were replaced. Review of the complaint history reveals that similar reports have been received for this product for the reported issue. This issue is currently being investigated.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump that had broken doors on pumps 1 and 2. There was no patient injury or medical intervention necessary. No additional information is available.